Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off and the black o ring missing. (B)(4).

Event description:
The customer reported via phone call that their device¿s o-ring is broken. Reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 242 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.